Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a robotic laparoscopic prostatectomy procedure, at the time of the urethrovesical anastomosis, the device¿s needle detached, wherein the needle loosened the wire during the surjection performed in the robot. There was no patient injury.